Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter: mach 1 jl 3.5. Stent: xience v 2.75 x 12 mm. Other: ivus. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with dried blood and contrast on the core, polymer coating and coils, which is consistent with use of the device during a procedure. There was no other damage noted to the guide wire. The 2.75 x 12 mm rx xience stent delivery system (sds) was returned with blood on the shaft and in the guide wire lumen. The distal end of the guide wire up to the hypotube was advanced through a hole gauge and this met manufacturing criteria. A laser micrometer was used to measure the outer diameter of the proximal end of the guide wire proximal to the hypotube and this met manufacturing criteria. The returned guide wire was backloaded through the returned sds and there was no resistance noted. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. The difficulties experienced may be due to, but not limited to manufacturing, interaction between devices, insertion/removal/preparation technique, lesion morphology, and/or patient disease state. Difficulties can also be attributed to the design of low profile devices which can result in minimal clearance between the guide wire and devices such as the sds and ivus. In certain circumstances such as high pressure balloon inflations, manipulation through tortuous and/or tight lesions, heavy torquing, and/or pushing/pulling, clearances can be reduced to an undesirable level. Coagulation of blood and/or contrast in the lumen of the sds or ivus can also be a factor in reducing clearance, especially during long procedures. No information regarding the anatomy was provided, which may have aided in the investigation. Since there was no damage to the guide wire and testing did not confirm resistance, the reported difficulties were likely related to the circumstances of the procedure. Analysis revealed corrosion on the center solder and tip ball; however, this appears to be related to transport back to abbott vascular, and is unrelated to the reported difficulties. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. Manufacturing performs visual and dimensional checks on each wire and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the bmw universal ii guide wire was delivered toward the target vessel, and pre-dilatation was performed with a non-abbott balloon catheter. Intra-vascular ultrasound (ivus) was then performed, but resistance was noted between the ivus catheter and the bmw universal ii guide wire, both during advancement and removal. After performing ivus, a xience v 2.75 x 12 mm stent was implanted at the lesion. When the stent delivery system (sds) of the xience v was removed, resistance was encountered between the xience v sds and the bmw universal ii guide wire. A thrombus/blood clot was noted around the guide wire exit notch. The patient did not have a history of thrombus and the thrombus/clot was not thought to have been caused by the procedure. After removal of the xience sds, ivus was again performed, and there was resistance between the ivus catheter and the bmw universal ii guide wire. The physician comments that there was no issue with the xience, as the resistance with the bmw guide wire occurred with both the xience and ivus. The procedure was completed. There were no patient effects. No additional information was provided.